Event description:
It was reported that a chest x-ray showed that the lead was -looped-. The lead was removed and replaced.

Event description:
It was reported that the atrial lead exhibited a range in p-waves from 2.5 mv to 5 mv for the first nine months post implant. On (B)(6) 2010, p-wave sensing decreased to less than 0.2 mv. At a follow-up on (B)(6) 2010, capture was extremely inconsistent. A lead dislodgement was suspected. Programming was set to vvir mode and the patient was sent home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.